Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2020-jan-26. It was reported that the hcp removed the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving 5mg/ml morphine at 2.1mg/day, and 7.5mcg/ml prialt at 3.2mcg/day via an implantable infusion pump for non-malignant pain. It was reported that the pump logs indicate that the pump had been stalling as far back as (B)(6) 2019. No symptoms were reported. No further complications were reported.